Event description:
It was reported that a farawave 2.0 nav cath 31mm during procedure to treat a paroxysmal atrial fibrillation presented a guidewire stuck. While attempting to canulate the left superior pulmonary vein (lspv), the physician noted difficulty moving the guidewire. After attempting to pull the guidewire out of the catheter to replace, he noted the guidewire felt stuck. It was noted on fluro that the wire had been pulled back full into the tip of catheter before the guidewire was stuck. It was decided to remove the catheter from the body to inspect at the table and the guidewire was noted to be separating with a "slinky" affect per the physician. At this time, a new catheter and guidewire was opened to complete the procedure. While inserting the new catheter into the sheath, it was noted that excess air was being aspirated from the sheath. At this point, a new sheath was opened and used to complete the procedure. The procedure was completed without patient complications. Only the catheter is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The farawave 2.0 was visually inspected for damage or defects related to the stuck guidewire complaint observed in the field. It was noted that the catheter was returned with the stuck guidewire still inserted, and the guidewire was partially unraveled at the proximal end of the catheter handle. The device was put on the x-ray to look for any abnormalities that could be related to the stuck guidewire. It was observed that the guidewire was stuck just proximal of the spline cage. The guidewire lumen was dissected distally to look for anything that might have caused the guidewire to get stuck. Dissection revealed some tissue and/or dried blood on the tip of the guidewire as well as in the unraveled section of the guidewire. Analytical lab testing of the observed matter confirmed it was consistent with a protein reference spectrum. However, it was inconclusive on whether or not actual tissue was present. The allegation was confirmed through analysis.

Event description:
It was reported that a farawave 2.0 nav cath 31mm during procedure to treat a paroxysmal atrial fibrillation presented a guidewire stuck. While attempting to canulate the left superior pulmonary vein (lspv) the physician noted difficulty moving the guidewire. After attempting to pull the guidewire out of the catheter to replace he noted the guidewire felt stuck. It was noted on fluro that the wire had be pulled back full into the tip of catheter before the guidewire was stuck. It was decided to remove the catheter from the body to inspect at the table and the guidewire was noted to be separating with a "slinky" affect per the physician. At this time a new catheter and guidewire was opened to complete the procedure. While inserting the new catheter into the sheath it was noted that excess air was being aspirated from the sheath. At this point a new sheath was opened and used to complete the procedure. The procedure was completed without patient complications. Only the catheter is expected to be returned.